Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. The patient described feeling stimulation getting lighter and stronger in intensity. Reprogramming attempts were unsuccessful. X-rays and diagnostics were unremarkable. The physician decided to explant and replace the patient¿s ipg. Postoperatively, effective stimulation was restored.